Event description:
It was reported that patient needs to charge the ipg everyday and its not holding a charge. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.